Event description:
A malfunction was reported on the customer's pump, displaying malfunction code 16. There was no adverse impact on the customer's blood glucose level. As part of the resolution, tandem technical support arranged to send a replacement pump to the customer, who was instructed to use a backup insulin pump to ensure uninterrupted insulin delivery. The customer was informed that the replacement pump would include updated software and was advised on setting up the new pump and returning the faulty one to tandem. The customer understood all instructions and arrangements.